Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the device was noted to be twisted prior to opening the package. Another device was used. It was identified prior to use."

Manufacturer narrative:
(B)(4). The customer report of a kinked arterial guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the device was noted to be twisted prior to opening the package. Another device was used. It was identified prior to use."